Event description:
I bought an oxygen concentrator from varon, lnc. It didn't produce enough oxygen, but the company said that for a fee, I could upgrade to a product called the vp-2, which produces 5 l/min of oxygen. I paid the second fee and paid to ship the first product back. When the vp-2 arrived, though, I learned that it only produces (per its manual) 1 l/min of oxygen. I wrote to the company about their illegal false advertising -- both on their website and in writing to me -- and they refused to help me. They kept repeating the absurd lie that "l/min" doesn't mean "liters per minute," but is instead an abbreviation of the word "level." They are lying to sick and disabled people in order to scam them out of money by selling them useless medical products.